Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped on (B)(6) 2023 and replaced. The patient was in stable condition.

Manufacturer narrative:
E reported event of unacceptable capture threshold was not confirmed. A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.